Manufacturer narrative:
One medfusion pump was received with a broken earclip, the top case was cracked on the corners and a cracked right plunger case. The event history log was reviewed and there was a positive supply background test. The power up process, and a check of positive supply in diagnostics were conducted. The screen goes blank when pressing the plunger lever all the way down, followed by 'positive supply background test' alarm. Positive supply value is 4.862 when the screen cuts back, which is out of specification (8.998 - 9.946). The plunger cable no longer operates properly due to normal wear and was causing an electrical short. The plunger cable was 8 years old and was replaced to resolve the issue.

Event description:
Information was received indicating that a smiths medical medfusion pump had a system error. The issue was discovered during routine testing and there was no patient involvement.